Event description:
Valleylab ls1500 used by dr (B) (6) would not work when plugged in. This significantly delayed cases in surgery. Dates of use: (B) (6) 2010. Diagnosis or reason for use: surgical case.